Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary interventional procedure a balloon rupture occurred. The 90% stenosed lesion being treated was located in the moderately tortuous and calcified mid left anterior descending artery. The 2.0x20mm apex monorail balloon dilatation catheter was advanced to the target lesion where the balloon ruptured at 8 atm on the initial inflation. The procedure was completed with a 2.5x12mm nc quantum apex. There were no patient complications reported and the patient status is good.